Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event.

Event description:
It was reported that after a cholecystectomy procedure, patient re-operated on, they found peritonitis, likely biliary peritonitis due to clip failure according to surgeon´s opinion. Additional information was received from the affiliate: the initial reporter confirmed that the alleged devices were discarded after surgery as they didn¿t notice any problem. It was confirmed that the hospital does not reuse single-use devices and that they do not use similar products from the competitors.